Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge. Subsequently, the usb cable partially melted inside the usb port resulting in the pump battery being unable to charge. Customer¿s blood glucose level was 120-129 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed and the alleged particles in usb port issue was verified. The alleged battery hot to touch issue was unable to be confirmed.